Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery (lad) that is 90% stenosed. Pre-dilatation was preformed with a 2.0x12mm non-compliant balloon at 12 and 14 atmospheres (atm). The 2.75x12mm xience prime stent delivery system was deployed at 10 atm; however, post dilatation with a 3.0x08mm non-compliant balloon at 14 atm revealed a distal edge dissection. The dissection was treated with another xience stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.